Manufacturer narrative:
Findings: unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. Unit had minor scratched display window and cracked reservoir tube lip.

Event description:
A customer reported via phone call indicating that they were hospitalized on (B)(6) 2016 at 10am with a high blood glucose level of over 600 mg/dl. The customer was treated for their blood glucose with manual injections. The customer was assisted with troubleshooting and the insulin pump passed the test functions. The customer stated that they will consult their healthcare provider about what may have caused their blood glucose to rise. The customer did not return the product back for analysis.